Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is likely that the cannula fractured due to excessive force exerted on the tip. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown.

Event description:
Procedure performed: laparoscopic radical prostatectomy. Event description: [translation] during the procedure the distal part of the cannula has broken after a contact with the laparocopic instrument. The pieces of plastic in abdomen have been partially recovered. The customer will retain the cannula for any investigation. Type of intervention: the pieces of plastic in abdomen have been partially recovered. Patient status: no patient injury or illness occur associated with the complaint event

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic radical prostatectomy. Event description: [translation] during the procedure the distal part of the cannula has broken after a contact with the laparoscopic instrument. The pieces of plastic in abdomen have been partially recovered. The customer will retain the cannula for any investigation. Type of intervention: the pieces of plastic in abdomen have been partially recovered. Patient status: no patient injury or illness occur associated with the complaint event.